Event description:
It was reported that the reservoir leaked. The current blood glucose reading is 165 mg/dl. Insulin leaked into the reservoir compartment. The leak is past the second o-ring. Nothing further reported.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per specifications. No leakage anomaly was observed during analysis. Checked o-rings and stopper groove for defects and none were found.